Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil consistent with friction to another device or patient anatomy was noted at 17.2cm - 17.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.